Event description:
It was reported that the device was used in a laparoscopic cholecystectomy on (B)(6) 2013 around 11:00am. On (B)(6) 2013, the pt had bleeding in the ICU and was brought back to the operating room. The cystic artery was bleeding, there was no clip and the pt received several units of blood and fresh frozen plasma. The pt returned to the ICU. The pt received several more units of blood overnight. On (B)(6) 2013, the abdomen was distended. It was decompressed in the ICU and several units of blood were pulled off. The pt was resuscitated. The pt died on (B)(6) 2013 from hemorrhaging. The device was discarded. Multiple attempts were made to obtain additional information regarding the pt, procedure and the device, but no additional information was provided. A supplemental report will be sent if additional information is received.

Manufacturer narrative:
The device was not returned to the MFR and was reported to be discarded by the user facility. Ethicon endo-surgery, llc is conducting a voluntary recall of certain model er320 devices. Sterilmed initiated a pass through recall of all of its er320 devices on (B)(6) 2013 and notified its customers of the recall on that date.